Event description:
On (B)(6) 2017, this patient endovascular treatment using gore® tag® conformable thoracic stent graft for a chronic type b aortic dissection. On an unknown date, distal stent graft-induced new entry (dsine) was observed on the distal side of the device. On (B)(6) 2021, this patient underwent reintervention. The additional stent grafts were deployed to extend the device distally. The physician stated that there had been the problems with size selection and implant position.